Event description:
Information was received via an internet blog posting ((B)(4)) regarding a starclose device. The patient wrote "I was in a motorcycle accident in (B)(6) on (B)(6) 2012 and was admitted to the hospital for severe bruising and also had some internal bleeding on my left hip. The doctors chose star close to fix the bleeding. They went in through the right groin. I left vegas and flew home to cold lake alberta on (B)(6). I was off work until (B)(6) but went back with still some pain. The bruising has subsided but I am still having sharp pain in my left hip. Is this normal? The entrance area from the star closure is not a problem at all. That healed well. It just seems to be the area where I assume the bleed was. A lot of the pain is in the fatty part of my hip and in the joint/or leg crease." There was no allegation that the starclose device malfunctioned or did not achieve hemostasis. The operator is not known; therefore, it is not known if the operator is trained in the use of the starclose se device. No additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.